Manufacturer narrative:
Additional information received reported that an explant did occur at scheie eye institute sometime mid (B)(6) 2017. The lens explanted was a zxt150 11.0 diopter intraocular lens (serial number (B)(4)) and the replacement lens was a zct225. No additional information was provided. Outcomes attributed to adverse event: required intervention. Model number: zxt150, expiration date: 04/20/2022, serial number: (B)(4), UDI number: (B)(4), catalog number: zxt150u110. Device manufacture date: 04/20/2017 (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. The lens remains implanted. The serial number was not provided. (B)(4) . Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt intraocular lens (iol) is planned to be explanted from the patient operative eye because the patient was not happy with their vision. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the labeling was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.